Manufacturer narrative:
Complaint sample was not returned to codman and no product or lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI (B)(4). The device was returned for evaluation. The position of the cam when valve was received was 60mmh2o. The valve was visually inspected: no defects noted. The valve was hydrated and tested for programming; the valve passed the test. The valve was flushed; no occlusion was noted. The valve was leak and reflux tested; no issues found. The valve was then pressure tested; the valve passed. A review of manufacturing records found the device conformed to specification prior to release. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
It was reported that the codman programmable shunt was implanted with dr. (B)(6) at the (B)(6) on (B)(6) 2012. The patient presented to dr. (B)(6) with symptoms of not draining correctly. The shunt and distal catheter was explanted due to blockage and reflux of fluid back into the ventricles. A revision surgery was performed and the shunt and distal catheter were replaced with another codman programmable shunt.